Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an optilene suture pack. The suture was splitting; it was clarified that it did not break but "pulled fiber". Additional information such as patient data is not available.

Manufacturer narrative:
Manufacturing evaluation - analysis and results: there are no previous complaints of this code-batch. There are 12 units in our stock that have been blocked. We have received 55 unopened racepacks to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep). We have also tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Nevertheless, we have found splitting on thread surface in some of the closed samples received after performing needle attachment strength test (see enclosed picture). Probably, it is caused due to an excessive strength applied to attach the thread to the needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of samples received.